Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot#: (B)(6), ubd: 17-mar-2027, UDI#: (B)(4); product ID: evfxplus-26, serial/lot#: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4), h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 26mm transcatheter aortic bioprosthetic valve (tav), in a patient with aortic calcification and torturous aortic, innominate, and femoral anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. On initial deployment of the tav, the implant depth was 2mm on the non-coronary cusp and left coronary cusp. During withdrawal of the delivery catheter system (dcs), the patient¿s short, acutely angled aorta caused the dcs nose cone to contact the tav¿s c-tab, which subsequently dislodged the valve. Following dislodgement, a second 26mm tav (manufacturer unknown) was deployed into the aortic annulus without issue. The dcs was withdrawn and the access site was closed. Immediately following the procedure, the patient became hypotensive. Medications were administered and an echocardiogram was performed which identified hypovolemia; however, the patient decompensated. The patient was then sent for a computed tomography scan, which revealed a perforation of the left iliac artery on the large bore access side. A covered stent was placed promptly after the perforation was identified. The patient continued to decompensate; a blood transfusion was administered and cardiopulmonary resuscitation was initiated. Despite the resuscitative measures, the patient could not be resuscitated with subsequent exitus. Of note, the perforation was thought to have occurred at the time of the initial 8 french sheath placement. In addition, pre-case planning factors, torturous anatomy, and depth of the tav implant were listed as contributing factors to the adverse event. The cause of death was perforation of the left iliac artery. Additional information was received that an 8 french (fr) inline sheath was used to obtain access; however, obtaining access was difficult and it was thought to be when the perforation occurred. The deployment starting point was the bottom of the pigtail. A post-implant bav was not performed prior to valve dislodgement. The direction of dislodgement of the first valve was aortic, and the valve dislodged in the sinuses. The patient's short aortic root, and tortuous aorta were noted as contributing factors to the dislodge. The second valve implanted was a medtronic valve. Per the physician, the cause of the perforation was due to tortuosity in the femoral vessel, and the cause of the death was due to blood loss secondary to the iliac perforation. The dcs and guidewire can be excluded as a contributing factor to the perforation and death, and the valve can be excluded as a contributing factor to the death. The patient's underlying medical history did not cause or contribute to the death.

Event description:
It was reported, during the implantation of this 26mm transcatheter aortic bioprosthetic valve (tav), in a patient with aortic calcification and torturous aortic, innominate, and femoral anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. On initial deployment of the tav, the implant depth was 2mm on the non-coronary cusp and left coronary cusp. During withdrawal of the delivery catheter system (dcs), the patient¿s short, acutely angled aorta caused the dcs nose cone to contact the tav¿s c-tab, which subsequently dislodged the valve. Following dislodgement, a second 26mm tav (manufacturer unknown) was deployed into the aortic annulus without issue. The dcs was withdrawn and the access site was closed. Immediately following the procedure, the patient became hypotensive. Medications were administered and an echocardiogram was performed which identified hypovolemia; however, the patient decompensated. The patient was then sent for a computed tomography scan, which revealed a perforation of the left iliac artery on the large bore access side. A covered stent was placed promptly after the perforation was identified. The patient cont inued to decompensate; a blood transfusion was administered and cardiopulmonary resuscitation was initiated. Despite the resuscitative measures, the patient could not be resuscitated with subsequent exitus. Of note, the perforation was thought to have occurred at the time of the initial 8 french sheath placement. In addition, pre-case planning factors, torturous anatomy, and depth of the tav implant were listed as contributing factors to the adverse event. The cause of death was perforation of the left iliac artery. Additional information was received that an 8 french (fr) inline sheath was used to obtain access; however, obtaining access was difficult and it was thought to be when the perforation occurred. The deployment starting point was the bottom of the pigtail. A post-implant bav was not performed prior to valve dislodgement. The direction of dislodgement of the first valve was aortic, and the valve dislodged in the sinuses. The patient's short aortic root, and tortuous aorta were noted as contributing factors to the dislodge. The second valve implanted was a medtronic valve. Per the physician, the cause of the perforation was due to tortuosity in the femoral vessel, and the cause of the death was due to blood loss secondary to the iliac perforation. The dcs and guidewire can be excluded as a contributing factor to the perforation and death, and the valve can be excluded as a contributing factor to the death. The patient's underlying medical history did not cause or contribute to the death. Additional information was received that the cusp overlap technique was used, and initial valve was implanted in the patient's native annulus. Additionally, the inline sheath used was on the dcs.

Manufacturer narrative:
Updated data: b5. D3. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.